Event description:
Pt told dr something "felt funny" when he changed from sitting to standing position last night. Came to ER 8/30 & x-ray of hip showed "cracked" femoral head prosthesis. Surgery performed to replace femoral head per dr.